Manufacturer narrative:
Device not returned.

Event description:
It was reported that preop diagnosis status post mitral vavle repair with valve ring dehiscence operation - mitral valve replacement with 27mm mitral valve. Extraordinary fragile mitral annulus with dehiscence of the ring anteriorly. Male status post mitral valve repair now with loose rigid ring needing repair or replacement. No further info available.